Event description:
It was reported that the 9900 system had an error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos and the single board computer upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.